Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the pump was not dropped or bumped, that the drive support cap is correct, and that the customer has a diabetes treatment back-up plan per health care provider's instruction. No products were replaced or returned.